Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery, blank display and experienced high blood glucose level was over 400 mg/dl. The customer¿s blood glucose level was 435 mg/dl caused by pump shutting off. Customer states reported getting failed battery test. The customer was assisted with troubleshoot for failed battery test and the customer stated that they did not receive failed battery test. The customer was also assisted with troubleshoot for blank display and the customer states the display returned. The insulin pump will not be returned for analysis.